Manufacturer narrative:
Evaluation revealed the broken nail to be the primary product. The locking screws reported are considered associated products. Failures in material or manufacturing of the affected nail were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the right web; they progress through the entire bore towards medial. The drill marks were generated by a deviated lag screw step drill which had created the starting point of the fracture by a notching effect at the lateral edge of the right web; the material was considerably weakened by the intra-operative damage. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. General aspects: the affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed period (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Based on the above the nail breakage after an implantation duration of approx. 2.5 months is not linked to a deficiency of the device, but was rather caused by a massive intra-operative damage of the nail by a deviated lag screw step drill, which has significantly weakened the right web at the level of the proximal lag screw thru hole and created the starting point of the fracture by a notching effect. As the requested x-ray studies and surgery reports / medical records were refused by the surgeon, no statement regarding the bone quality resp. The healing process can be made. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by a phamacist, that there was a stationary admission of the patient on (B)(6) 2015 because of a broken gamma nail which was implanted in (B)(6) 2014 in another hospital. Revision was made on (B)(6) 2015

Event description:
It is reported by a pharmacist, that there was a stationary admission of the patient on (B)(6) 2015 because of a broken gamma nail which was implanted in (B)(6) 2014 in another hospital. Revision was made on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.